Event description:
When (B) (6) tried to insert 85-2512 to fix the plate, two screws broke and the tip of the screw remained in the patient's bone.

Manufacturer narrative:
The user facility is foreign, therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.